Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had read, write or invalid cubie and drawer was broken. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that half-height drawer 4.1 had multiple cubies off the bus. A field service engineer powered off the station, replaced the damaged retractor band, reseated the row board cable, tested in diagnostics and resolved the issue. The system functioned as intended after the field service engineer repaired the device.